Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition of the device did not work at all was not confirmed. However, it was determined that the motor and control were defective; and the controller had a crack in the hose (cord) due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor device cable/cord/wiring was damaged and the controller had a crack in the hose. It was noted in the service order that the device did not work at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The serial number was inadvertently recorded in the lot number field on the initial report. The serial number has been added to the correct field accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.